Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During device activation neither the audio processor nor the test coil could be attached to the implant. The user could, however, hear sounds with the ap positioned over the implant coil. Reviewing postoperative CT images indicated the implant's magnet has dislodged from the magnet pocket. The user has been re-implanted.

Event description:
During device activation neither the audio processor nor the test coil could be attached to the implant. The user could, however, hear sounds with the ap positioned over the implant coil. Reviewing postoperative CT images indicated the implant's magnet has dislodged from the magnet pocket. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a dislocated magnet, which was confirmed during diagnostic imaging. It seems likely that the implant magnet was dislodged, inadvertently, at some point throughout the implantation procedure handling. The explanted device has not been received for investigation yet.